Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported by remote transmission the atrial impedance has decreased over time, but is still within range. The lead is still in use. No patient complications were reported as a result of this event.